Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 700 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was not receiving any benefit from the pump. A catheter dye study was done that showed a normal catheter. A rotor study showed the pump rotor was not turning. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Result code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found so significant anomalies.